Event description:
It was reported that a customer facility experienced an increased frequency of spectrum pumps alarming 'upstream occlusion'. It was reported that these alarms occurred during therapy and that there was no associated pt injury.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.